Manufacturer narrative:
The production device history record (DHR) of the iabp involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The device was evaluated by the customer biomed and the reported failure, ¿augmentation below limit set¿ could not be reproduced. According to the customer biomed the device is functioning as intended. The unit has since the event been put back in service for clinical use. Internal complaint ref. Number: (B)(4).

Event description:
It was reported by the customer: patient admitted to ed at 1907 hours (on (B)(6) 2016) and admitted to cath lab at 2132 hours with the following vital signs: bp 70/50; pulse 101; spo2 79%. Initial diagnostic films showed 3 vessel cad with 90% left main, and total occluded left anterior descending arteries. Patient was placed on intra-aortic balloon pump (iabp) therapy (pump model cs300, s/n (B)(4); balloon ID # (B)(4), model: sensation plus 50cc catheter, lot number 3000012900) around 2227 hours. During therapy the iabp alarmed "augmentation below limit set". On or around 2300 hours the patients vitals began falling and resuscitative efforts were started about that time including several attempts at defibrillation. The patient was pronounced dead at 2305 hours. The customer did not attribute the patient death to the device.